Manufacturer narrative:
Terumo has not received the actual device for eval; however, terumo plans to submit a f/u report when more info becomes available. (B)(4).

Event description:
It was reported by the user facility to terumo cardiovascular that during cardiopulmonary bypass surgery, the luer port was leaking. The product was not changed out, there was less than an ml of blood loss, and the surgery was completed successfully.